Manufacturer narrative:
H.6. Investigaiton summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: when customer was going to perform a blood sample acquisition, he noted that the tube has a foreign matter inside the tube, it looks like a plastic wire. Also, he has noted silic release in the clots after centrifugation.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was foreign matter in the tube. The following information was provided by the initial reporter: when customer was going to perform a blood sample acquisition, he noted that the tube has a foreign matter inside the tube, it looks like a plastic wire. Also, he has noted silic release in the clots after centrifugation.

Manufacturer narrative:
Initial reporter phone # +55()21996861967. Lot #: unknown. Expiration date: unknown. Device manufacture date: unknown. Lot #: unknown. Expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.